Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, after inserting the reload from the port, the jaws were tried to be opened but it did not work at all and was stopped reacting. The removal of the cartridge from the adapter was possible. Another device was used to complete the case. There was no patient injury.